Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 800 mg/dl, 600 mg/dl. Customer also were hospitalized for high blood glucose, diabetic keto acidosis on (B)(6) 2018. The customer was treated with intravenous insulin. Customer stated insulin pump button had to press more than once and also were sticky. The insulin pump will not be returned for analysis.